Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular lead integrity alert indicated there were high rate non-sustained episodes and the sensing integrity counter was noted. It was also reported the lead displayed noise and the patient received one shock. The course of action was to be determined later and based on the patient¿s stability for surgery to remove the lead. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.